Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. High capture thresholds were noted. Boston scientific technical services (ts) was consulted and reprogramming was offered and performed. No adverse patient effects were reported. At this time, this device system remains in service.